Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has an open circuit on contacts 2, 3. Patient is still benefiting from therapy, however. There is no explanation for the open circuit. Diagnostics/troubleshooting involved impedance testing on 8/27/2018. No interventions taken. The patient may have revision surgery but they do not have scheduled date for surgery. The issue is not yet resolved. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that the cause of the high impedances is unknown and the issue is unresolved at this time.